Event description:
The user facility reported that blood began leaking from the y connection in the raceway of the roller-pump during a case. There was reportedly no harm to the pt and no medical intervention was needed as a result of this event. The reported blood loss is estimated to be 400-500cc. Add'l event specific info was not available.

Manufacturer narrative:
H6. Method: involved device was not returned, user facility info and quality records reviewed. A review of the complaint files confirmed that this lot has not been reported previously. A reivew of the device history record confirmed the following: the pack was built to customer specifications; and there were no indications of any production related problems. The device labeling does address the potential for leakage in the instructions for use with a recommendation to carefully observe connections befoer and continuously during use. All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.